Event description:
The suture was used during an unspecified procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to retrieve the needle and complete the procedure without any pt injury.